Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A bolus vis the pump was delivered to address elevated bg. To resolve the issues, customer would clear the alarm, resume insulin and continue to deliver a bolus. Customer continued to use the pump for insulin therapy.